Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A taxus express2 2.5x20mm drug eluting stent was placed in the left anterior descending artery. The target area was not predilated or post dilated. The patient was discharged on plavix, lipitor and aspirin. Four days later the patient returned with pain and a sub acute thrombosis was diagnosed. The vessel was wired and the site was ballooned with a 2.5x15mm balloon. The patient is now taking the plavix and is doing fine. No further complications were reported.